Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, psychological disorder, smoker. Patient had not been to the dentist from 2018 - 2024, now the implant was stuck in the prosthesis.